Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states that the unit came into their facility for repairs and he noticed that the rear caster stem is bent.